Manufacturer narrative:
This is an addendum to the initial emdr to document the results of the reactivity testing. Reactivity testing has been performed and as reported the results found no evidence of an allergic reaction to the mesh. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition was not caused by the davol mesh used to treat the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It was reported that on (B)(6) 2018 the patient underwent the repair of multiple hernias and was implanted with a large bard composix lp mesh. As reported she developed severe itching and rash on her torso within a short period of time during post op period. She was referred to her dermatologist because of worsening symptoms, and the dermatologist has been managing this condition. The patient has also presented to the emergency room for additional emergency treatment. The patient's symptoms have not resolved. She recently underwent a skin biopsy and as per the dermatologist, this is a "hypersensitivity reaction possibly from the mesh". Addendum: reactivity testing was performed. Per the dermatologist the reactivity test found no evidence of an allergic reaction to the mesh.

Manufacturer narrative:
At this time, no conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the mesh implant may have caused or contributed to the patients alleged reaction. The physician has requested and been provided with a mesh sample for reactivity testing. To date, the testing has not been completed. If/when the test results are provided, a supplemental emdr will be submitted. Note: remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient underwent the repair of multiple hernias and was implanted with a large bard composix lp mesh. As reported she developed severe itching and rash on her torso within a short period of time during post op period. She was referred to her dermatologist because of worsening symptoms, and the dermatologist has been managing this condition. The patient has also presented to the emergency room for additional emergency treatment. The patient's symptoms have not resolved. She recently underwent a skin biopsy and as per the dermatologist, this is a "hypersensitivity reaction possibly from the mesh."